Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, abnormal valve display occurred due to a damaged data cable of the manifold unit the cause of broken cable could not be identified. It was also noted that the front panel black out occurred because the component (tube pressure sensor), which was mounted on the printed-circuit board was broken. The cause of the broken component could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
While inspecting a returned olympus high flow insufflation unit loaner device, it was discovered that the unit was experiencing a pressure issue during use. Reportedly, once the cylinder is connected, the value display increases continuously and becomes inaccurate. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the pressure reading was incorrect due to a damaged pressure sensor circuit board. Additionally, the damper as well as the data cable of the manifold unit was damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.